Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove and material deformation could not be confirmed as the distal portion of the device, including the protective sheath and stent, were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath. The reported material deformation appears to be related to operational context of the procedure as it is likely the stent was damaged when force was applied during sheath removal causing the reported material deformation and noted material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.0x28mm rx xience proa stent delivery system, the protective sheath was difficult to remove. Force was used to remove the sheath which caused unspecified damage to the stent. There was no patient involvement. A new unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.